Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) mixed-race caucasian and native american female patient underwent a primary breast augmentation with 300cc mentor memorygel breast implants and experienced postoperative left-sided device migration approximately one year after implantation. The patient reported that her left-sided device slipped lower and drooped more than the right-sided device. She also reported that she had a son and nursed, but would experience sharp pains that were not consistent or excruciating in nature. Additionally, the patient reported being involved in a car accident. As a result, she had bruises and sore muscles, but no known trauma to her breast implants. The patient also reported experiencing extreme exhaustion for most of her adult life. She stated that she is unsure if her exhaustion is related to her breast implants. The patient had not yet consulted a medical professional regarding her symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.